Event description:
Suspected deep vein thrombosis (dvt) post midline placement.

Manufacturer narrative:
(B)(6) (rn at alpha 2 omega healthcare) reported to avi two cases of suspected dvt on the same day using the same lot of product. As a result, avi is submitting two mdrs. (This MDR) is being reported for suspected dvt for a female patient post-midline placement. A midline had been inserted in the patient's left upper arm on (B)(6) 2022 at an inpatient facility and required removal on the same day. (B)(6) viewed the ultrasound report and was able to confirm suspicion of dvt. (B)(6) (rn, avi clinical field director) indicated it was likely the patient got the dvt because they had one previously, which predisposes the patient to another dvt. (B)(6) did clarify that the catheter had what he noted to be abnormal swelling of the catheter on insertion. Before getting to the taper, he had trouble advancing the line through the introducer. He also said the patient had terminal cancer. The patient had been on anticoagulants but had been taken off, for reasons unknown. The patient's clinical course was uninterrupted by this issue. (B)(6) noted that he had tried different methods for hydration, rather than follow the provided IFU. (B)(6) reinforced with (B)(6) the importance of utilizing the correct method for hydration. The lot history records for the following lots were reviewed and did not reveal any anomalies or deviations that could have contributed to the complaint issue: (B)(4).